Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this implantable cardioverter defibrillator started emitting beeping tones a few weeks ago. The most recent device interrogation showed that the estimated battery longevity has 7 years remaining. Boston scientific technical services (ts) were consulted and described the frequency of the beeping tones and the reasons why a device will emit tones. A ts consultant recommended that the patient follow up with their physician and advised the patient to go to the emergency room if symptoms occur. This device remains implanted and in service. No adverse patient effects were reported.